Event description:
The facility reported an infusion pump with a failure code 812:02 on channel c. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary:the reported condition of failure code 812:02 on channel c was confirmed in the event history by the baxter repair technician, during on-site service testing. Inspection of the device determined the failure was caused by a faulty pump head module assembly, which was replaced. The device was tested by the technician and returned to service.